Manufacturer narrative:
One ultra-fast-fix needle delivery system device received. The device is two years old. It is used. T1, t2 and suture were not returned. The depth limiter was returned, trimmed and located on the needle. The complaint said: ¿simultaneous deployment¿. This device requires manual advancement and intentional stripping off of each anchor. There would no ¿deployment¿ mechanism for this device. Simultaneous deployment is impossible. Anchors may not perform as intended due to delivery needle was twisting, bending or flexing during insertion. Visual inspection revealed that the delivery needle is bowed. This indicates resistance and difficulty reaching the desired anchoring location. The needle tip is slightly twisted as well. IFU warnings states ¿do not bend delivery needle¿. Twist or bend can interfere with advancement and removal of t¿s. Functional test indicates that the manual actuator performed as intended. No root cause related to the patient initials (B)(6) . Lot number corrected.

Event description:
It was reported that during a meniscal surgery, t1 and t2 was deployed simultaneously. There was no delay or patient injury reported.